Manufacturer narrative:
The customer did not contacted bci at this time. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high sodium (na) result generated by the unicel dxc 800 pro synchron clinical systems for one patient. The result of 156mmol/l was reported out of the lab. The physician questioned the result. The sample was repeated, giving a na result of 136mmol/l and the report was amended. No printouts were supplied for this sample. Treatment was not initiated or withheld based upon the false result reported.